Manufacturer narrative:
Reference for results of imaging evaluation.

Manufacturer narrative:
.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a pre-existing rupture of an abdominal aortic aneurysm measuring 76.3.6mm in diameter and was implanted with gore excluder aaa endoprostheses featuring c3 delivery system. Digital subtraction angiography(dsa) was performed and showed a probable proximal type I endoleak. Repeat angioplasty of the proximal neck with a coda balloon was performed however repeated dsa showed a type I persisted. A 3010 palmaz balloon expandable stent was implanted within the gore excluder trunk ipsilateral leg component just proximal to the renal arteries. Repeat dsa showed significant improvement of the endoleak but did not completely resolve it.

Manufacturer narrative:
(B)(4). Additionally, the IFU states: the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations: proximal aortic neck angulation not to exceed 60 degrees. Additionally, the IFU states, adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a pre-existing rupture of an abdominal aortic aneurysm measuring 76.3.6mm in diameter and was implanted with gore excluder&#59393;aaa endoprostheses featuring c3 delivery system. The patient tolerated the procedure with a proximal type I endoleak reported. The patient's proximal neck angle was reported to measure 86 degrees with a proximal landing zone diameter that ranged 20-22mm in diameter. On (B)(6) 2015, the patient underwent balloon angioplasty of the proximal end of the proximal stent graft. The patient tolerated the procedure, it is unknown whether the endoleak was resolved. Event related to aortic device or procedure.